Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: (B)(4). PMA / 510(k)#: (B)(4). (B)(4). Investigation summary: bd received 3 samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for fm in gel and dirty cap with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was foreign matter in tube biological and non-biological. This event occurred 3 times. The following issues were found in tubes (B)(4) from lot 0058594: fm in gel ×1, dirty cap ×2.